Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was having short runs of atrial tachycardia due to competitive atrial pacing as a result of p-waves falling in refractory period which also led to ventricular rate variations. The issue was resolved by reprogramming.